Event description:
It was reported that during the implant procedure, inserting leads into the atrial and ventricular ports of the pulse generator was difficult. Silicone oil was used and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.